Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported stage 2+/3 diffuse lamellar keratitis (dlk) in patient's right eye one day post lasik. Dlk was noted across the entire flap interface. No clumping was reported but some confluence. Patient complained of a red eye and blurry vision. Discharge/matter was noted on lids in the morning. Topical steroid dosage was increased to every hour and the patient is scheduled to see the surgeon for a possible lift and rinse.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively. (B)(4).